Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject product had issues regarding image becoming blurred, indistinct or noisy. This event was reported during service / maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h4, h6, h11. Corrected fields: b3. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the connection base got soaked in liquid which caused an electrical short circuit, the cause of the event is linked to the environment in which the device is operating or is stored. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject product had issues regarding image becoming blurred, indistinct or noisy. This event was reported during service / maintenance (not in a clinical setting). There were no reports of patient involvement.